Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient had an infection at the incision site. The hcp reportedly did not have time to answer any questions and disconnected the call. No further information was provided. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.